Event description:
The patient reported that the adhesive on his current box of insulin infusion sets does not stick as well as other boxes. He stated he has noticed air pockets under the adhesive pad after only one day of use and that the edges of the adhesive curl up. He said he has caught this so none have fallen off or affected his blood glucose readings. The patient stated he only has one infusion set left form the box. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.